Event description:
It was reported that the battery charge dropped by 25% in a short period. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on battery best practices, and the caller was advised to monitor the system and contact technical support again if the issue persisted.